Manufacturer narrative:
Initial.

Event description:
It was reported that a patient experienced a dexcom g7 continuous glucose monitor (cgm) pairing failure while using the ilet system, despite re-entering the code and attempting a restart; the patient was guided to manually enter blood glucose into the ilet, and instructions were provided to toggle the cgm switch and restart if the issue persisted, consistent with an intermittent communication failure involving the cgm-to-ilet interface and the cgm antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure associated with the electrical and magnetic subsystem and antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.